Event description:
Patient was revised due to osteolysis and high cocr levels.

Event description:
Patient was revised due to osteolysis and high cocr levels. Additional information: litigation papers allege the patient suffered extreme pain, discomfort, soreness, malaise, swelling, loss of energy, immobilization, both acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries, impairment of quality of life, and permanent physical impairment and disfigurement. Papers also allege excessive levels of chromium and cobalt blood levels.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.